Event description:
A customer contacted stryer to report that the buttons on their device were not functioning. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate and unable to verify the reported issue. The cause of the reported issue could not be determined. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.